Event description:
It was reported that a patient underwent a sling procedure in 2007. On the same day, the patient developed a hematoma. The physician prescribed tavanic 500 mg daily for five days and the hematoma resolved. The patient was discharged on the following day. The physician opines that the hematoma was caused by the inserter upon inserting the device.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.